Manufacturer narrative:
Ocd qa performed retain testing to confirm reactivity of the s antigen. Satisfactory results were obtained. Ocd product support tested the returned sample with retained cell 1 of vs102, very weak reactivity was noted.